Event description:
The micro sagittal saw was sent for evaluation because it was leaking a black oily substance from around the head of the device. The substance did not get in contact with the surgical site and the procedure was completed with a readily available alternate device without any procedure delay; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the internal components of the device; a sample was taken from the sagittal saw index.